Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
This report is being submitted to correct the h11. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6) batch/lot number: 7073201 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70 batch/lot number: 7073507 serial number: (B)(6) model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.